Manufacturer narrative:
Initial reporter city- (B)(6).

Event description:
It was reported that the balloon ruptured. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 8atm when inflated for 10 seconds. The device was removed from the patient's body without any problem using the normal method. The procedure was completed with another of the same device. No complications reported and patient was in good condition after the procedure.